Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 10 pm for diabetic ketoacidosis with a high blood glucose level of 700 mg/dl. The customer stated they had changed the infusion set and tried to bolus the high blood glucose prior to the hospitalization but could not get the blood glucose levels to come down. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.